Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer observed a false reactive toxoplasmosis igg result for one patient on the architect i2000sr analyzer. The following data was provided from (B)(6) 2013 sid (B)(4) initial: 188 iu/ml, repeat nonreactive (concentrations of greater than or equal to 3.0 iu/ml are considered reactive). Toxoplasmosis igm result was nonreactive. The patient had a history of being toxo igg nonreactive. An error code of 3350 (r1 probe) was obtained while running a different assay. Occasionally the pressure control values dropped on the sample pipettor, however, no anomaly with r1 or r2 was found. The customer replaced the needle, pressure sensor and syringe valve on the architect instrument as a preventive measure. The sample and stat pipettor pressure cards were switched out. Other actions taken: calibration and sample pipettor pressure test, fluidics checked and multi control level 2 run. Following that the instrument is working according to the expected specifications. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included troubleshooting the instrument, a labeling review, historical/quality data review and service history review. Troubleshooting was performed and the syringe valve, probe, and pressure sensor were replaced. The pressure sensor part no. 7-204070-01 is documented as the probable likely cause of the discrepant results. A product labeling review found the architect system operations manual and the toxo igg and (B)(6) qualitative ii assay package inserts contain adequate information for the described issue. A historical/quality data review of 12 months of information did not identify any adverse trend of pressure sensor issues causing discrepant results. A service history review found no service history issues with i2000sr serial no. (B)(4). No additional discrepant result complaints, or complaints for pressure sensor issues were found to have been documented for i2000sr serial no. (B)(4) since troubleshooting was performed and the pressure sensor was replaced. The complaint investigation information did not reasonably suggest a device malfunction caused this issue. The discrepant result issue was resolved though troubleshooting and the replacement of a used pressure sensor. No systemic deficiency or adverse trend of a pressure sensors issue causing discrepant results was identified during this investigation. Based on the results of this evaluation, no malfunction or product deficiency was identified.